Event description:
It was reported that the markerbands detached. A flexima ureteral stent drainage catheter was selected for use in ureteric stenting. Upon removal of the pusher, it was noted that the radiopaque markerband was missing and detached. An attempt to retrieve the marker was performed, but it was unsuccessful. The detached markerband remains in the patients perinephric fat. The patient was informed. There was no further patient complications reported.